Manufacturer narrative:
Other applicable components are: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter; product ID 8598, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump found no anomalies. Analysis discovered that the 8598 catheter segment had damage consistent with being incorrectly assembled or sutured. No significant anomaly could be identified with either the 8731 segment or 8596 sc segment. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. Product ID: 8598, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving fentanyl (unknown concentration and dose) and then saline (9.0 mg/ml at 1.0324 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back syndrome - other. It was reported a motor stall and recovery occurred. It was noted the motor stall occurred on (B)(6) 2016 at 14:21. A stopped pump period may exceed tube set occurred on (B)(6) 2016 at 14:21. A motor stall recovery occurred on (B)(6) 2016 at 15:15 when the pump was filled with saline, replacing the fentanyl. The patient had denied any electromagnetic interference/magnetic resonance imaging exposure and did not hear any audible alarms. The patient had experienced withdrawal symptoms. The pump was replaced as a result. It was further reported by the device manufacturer representative via the healthcare provider (hcp) that supplemental pain patches were give to the patient. It was noted the catheter was clogged and the physician elected to replace it. When the physician removed as much as possible, there was a kink that appeared to have been calcified over. The patient had experienced a sudden loss of therapy and was symptomatic with withdrawal in (B)(6). The patient recovered without sequelae after the device was removed. The cause of the kinked catheter was not determined. A full system replacement had occurred. The old catheter was almost totally removed (as much as possible) and was not utilized in any way further. It was unknown what troubleshooting was performed as the office had performed it all without the representative's knowledge. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.